Manufacturer narrative:
The device was received deployed. The data showed that the first priming sequence ended at pulse 47 and deactivation occurred at pulse 469. The needle mechanism was reset and fired properly during the investigation. Investigation found no defects or deficiencies that would contribute to a failure of the pod¿s ability to deliver insulin. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure. The pod was worn for 4 to 24 hours on the arm before the issue was realized. Blood glucose levels reached 312 mg/dl.